Event description:
Caller reported that pump became hot to the touch and a temperature alarm was recorded in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy to ensure insulin delivery was not interrupted, and technical support arranged for a replacement pump to be sent with updated software, providing detailed handling and exchange instructions which caller understood and acknowledged.